Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The distributor reported that, during preoperative testing, the unit did not switch to battery backup during loss of ac power. There was no report of patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The battery was replaced and the unit was returned to service. The battery and logs were not available for investigation. The exact root cause of the reported complaint cannot be determined without the sample.